Event description:
It was reported that during the preparation for a stenting treatment procedure stent damage occurred. During the visual inspection, the stent was not correctly crimped. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a omega stent delivery system (sds) and stent with original product carton and no other devices. There was contrast in the guidewire lumen. There were stent strut impressions centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure; however, the distal end of the stent extended beyond the distal markerband. The location of the strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. Several of the stent struts were bent and stretched. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage occurred. During the visual inspection, the stent was not correctly crimped. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay. This product is only ous approved but it is similar to an approved us device.